Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 520 mg/dl with high ketones, cause was unknown. Customer went to the emergency room and was subsequently hospitalized and admitted to the intensive care unit, where she was treated with intravenous fluids of saline and insulin. Customer was released from the hospital two days later.